Manufacturer narrative:
The hill-rom technician found the problem appeared to be user error. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician was able to arm the bed exit and the bed functioned as designed. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the bed exit is not working. The bed was located on the 2nd floor at the account. There was no patient/user injury reported. (B)(4).